Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor that a c2602 cusa excel straight handpiece was not recognized by the cusa excel console; the handpiece did not function properly during surgery on (B)(6) 2018. The tip on the handpiece was changed but nothing happened. A different handpiece was tried with the console and that handpiece worked. Surgery was supposed to last approximately 3 hours but it lasted more than 4 hours and a half due to the product problem. There was no patient injury reported.

Manufacturer narrative:
Investigation completed on 31jan2018. The product was returned and evaluation revealed that the handpiece was not working properly; the handpiece had 10% amplitude only. The transducer was replaced, performed functional test and the handpiece passed all test. DHR documentation was reviewed and no anomalies that could be associated with the complaint incident. No service history was available to be reviewed ¿ this is the 1st time that the handpiece was returned. The failure analysis investigation has concluded the root cause of the complaint incident was due to a faulty transducer.